Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experience hypoglycemia. Customer's blood glucose value was 32 mg/dl at the time of incident and current blood glucose was 150 mg/dl and treated with food. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer reported during the last set change insulin was dripping from end of set before connecting at their site. Customer reports they were unsure if the programming was accurate. Customer reports was not worn during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.